Event description:
It was reported that the catheter body was ruptured while in use, although no leakage. The catheter was replaced with a new one and the procedure was continued with no problem.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen 7fr x 60cm cvc set catheter for investigation. Visual examination of the catheter revealed the catheter showed signs of use in the form of biological material and adhesive material on the catheter body. In addition, a hole was examined on the distal end of the catheter body. Microscopic examination confirmed the hole in the catheter body. The hole/slice ran vertically in the center of the catheter body line. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. The cut/hole in the catheter body is located 206 mm from the distal tip of the catheter. The catheter body length and outer diameter were measured and were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal extension line when pressurized. Water was observed leaking from the catheter body when the distal extension line was pressurized. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to mitigate the occurrence of damage to the catheter. It states "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The IFU also cautions "do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of the catheter body leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the catheter body. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. A device history record review for the catheter did not reveal any manufacturing related issues and the catheter met all relevant dimensional requirements. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the catheter body was ruptured while in use, although no leakage. The catheter was replaced with a new one and the procedure was continued with no problem.